Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley tray was opened, and it was discovered that the iodine was leaking inside of the package.

Event description:
It was reported that the foley tray was opened, and it was discovered that the iodine was leaking inside of the package.

Manufacturer narrative:
The reported issue was confirmed as cause unknown. During visual inspection, it was noted that the iodine packet leaked inside the tray. The iodine package was inspected and a tear was noted on the iodine packet under the words "for hospital and professional use only", during dimensional evaluation the tear was measured, obtained reading: 0.148." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use."